Event description:
Additional information was recieved that a revision procedure was performed. The device was succesfully explanted and replaced. The lv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this device system observed a left ventricular (lv) pacing impedance measurement greater than 2,000 ohms. The patient was brought to the clinic for further evaluation. In the tip to ring configuration, all lv measurements were within acceptable limits, however, impedance measurements remained increased from 1,000 ohms to 1,300 ohms. In the ring to coil configuration, lv impedance measurements were 391 ohms. The patients' physician planned to monitor the system, however, it was suspected that there was a distal pin connection and setscrew issue. To date, no adverse patient effects were reported with this clinical observation.